Event description:
A company rep reported the pt was having issues with the piston rod of her insulin infusion device retracting properly. She stated the pt was changing his insulin cartridge earlier when the cartridge plunger remained attached to the piston rod. She said, the pt was able to detach the plunger but during the process insulin was spilled into the cartridge compartment. On follow up with the pt, he was instructed to try to retract the piston rod and insert the cartridge. He stated the device screen showed the piston rod was fully retracted but when he tried to insert the cartridge, it would not go in. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.